Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that interface issues were not communicating with cce. A technical support specialist (tss) dialed into the sample station and confirmed it was no longer in co or disconnected mode. The es pyxis server was up and running, and hsv showed no devices under dc/co in attention notices. Stations and servers were operating normally with no communication issues. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there were interface issues, and the system was not communicating with cce. There were no adverse events or injuries reported based on this event.